Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving hydromorphone (10mg/ml at 3.020mg/day) via implanted pump system. Indication for use was noted as failed back surgery syndrome and non-malignant pain. It was reported that the pump had alarmed. The alarm was heard and confirmed by telemetry. A critical alarm was occurring for low battery reset and safe state occurred. The hcp reported that the patient had come into the clinic because they felt as though their pump was not getting as good a therapy. The logs showed multiple resets, low battery resets and safe state logs. The event started on 2015 (B)(6) and there were logs for 2015 (B)(6) and 2015 (B)(6). The last refill was on 2015 (B)(6) and the elective replacement indicator (eri) was 30 months. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.